Event description:
The pt stated he felt the pod pulling on his arm prior to going to a meeting and when he returned to his room, he felt pain on his arm. He removed the pod and found there was an abscess on his arm where pod was worn. The site had a major bump and red swelling along with pain as well as hot to the touch. He went to see his doctor on approx (B)(6) to seek treatment for infection. He did not report what treatment was provided.

Manufacturer narrative:
The device will not be returned for eval. We are unable to determine if any product condition could have contributed to the pt's infusion site abscess. No qualification and sterilization records were reviewed because no product lot number was reported. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod w/o first using aseptic technique. This means to wash your hands, to clean the insulin vial with an alcohol prep swab, to clean the infusion site with soap and water, and to keep sterile materials away from any possible germs," cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." And advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."